Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump's alarm volume and vibration were too low. The customer's blood glucose level was 32 mg/dl. Reportedly, the customer drank juice to resolve low blood glucose level and reverted to an alternate method of insulin therapy.